Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the distal stent strut was damaged. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.